Event description:
Complainant alleged that the clinicians were attending a frail/thin pt who had coded. The clinicians attempted to defibrillate the pt, but the device did not discharge. The clinicians then placed the device in paddles mode, and the device successfully discharged. The clinician indicated that at some point after the pads were applied, CPR was performed on the pt. It was reported to zoll, that subsequent to the event, the used pads were inadvertently discarded. The customer is returning a set of unused electrodes from the same lot number for evaluation. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. In addition, the complainant indicated that neither the clinicians nor the facility's biomedical engineering dept were able to duplicate the reported malfunction.